Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The peritonitis was manifested by cloudy effluent and treatment with vancomycin (1gram, 1 dose every 3rd day for 2 weeks) intraperitoneally was initiated. The patient later recovered from the peritonitis. No additional information is available at this time.